Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report. A device history record review could not be conducted since the lot number was not provided.

Event description:
The customer alleges that the circuit melted during use. The customer reports that blankets were placed over the circuit which may have caused the damage to the circuit. No report of a patient injury or harm.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the burned/melted portion of circuit extends 16 inches down the circuit from the patient. Heating element wires were not burned, or charred. Heating wires were melted into the inspiratory limb tubing. Wires were not bunched or gathered. The melted portion of circuit is heavily melted. The top of the column is detached. The heated wire electrical resistance was measured to ensure compliance, and was found to be within specification. Based on the investigation performed, the reported complaint was confirmed. Although the complaint was confirmed, a root cause for the issue could not be established. A conclusion code could not be chosen as the complaint was confirmed; however, a root cause was not determined.

Event description:
The customer alleges that the circuit melted during use. The customer reports that blankets were placed over the circuit which may have caused the damage to the circuit. No report of a patient injury or harm.